Event description:
It was further reported that the balloon ruptured upon the first inflation at 14 atms. The device was removed intact and the procedure completed with another of the same device.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 85% stenosed, 2.25 x 22mm de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a significant bend between 45-90. The 8mm x 1.50mm apex push balloon was introduced. Upon inflation, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).